Event description:
On (B)(6) 2014 the reporter contacted lifescan (B)(4) alleging the ot verio iq meter was not holding charge. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.